Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Our field service engineer investigated the anesthesia system at the hospital. The investigation revealed a faulty fresh gas pressure transducer circuit board. The fresh gas pressure transducer circuit board was replaced which solved the reported issue. The anesthesia system was successfully tested and cleared for clinical use. The replaced part was not returned for further investigation. A complete set of device logs was received and the reported issue could be verified in the test log. The pressure transducer test failed due to incorrect gain correction values since the replaced fresh gas pressure transducer was not returned for investigation, we have not been able to determine the true cause of the failure.

Event description:
It was reported that the anesthesia system failed the pressure transducer test during system checkout. There was no patient involvement. Manufacturer's reference number: (B)(4).